Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the pt underwent posterior spinal surgery. During the surgery, the center nut of the crosslink stripped while being tightened. The crosslink was locked in place and was not removed. No pt complications were reported.